Event description:
It was reported that the patient filled the pump after receiving an occlusion alert during a meal announcement and had only received a small portion of the intended bolus. The pump had been in the patient¿s pocket, and the tubing was found to be disconnected from the connector on the pump. Upon noticing this, the patient replaced all supplies. The elevated blood glucose levels were attributed to the incomplete meal announcement caused by the occlusion alert. The patient used continuous delivery and was able to confirm blood glucose levels during the call, with readings of 227 mg/dl on the cgm and 193 mg/dl via fingerstick. The patient was advised to continue monitoring blood glucose and to call back if levels did not return to range. The patient later reported that blood glucose levels had decreased, with a fingerstick reading of 209 mg/dl and a device reading of 188 mg/dl, and inquired about recalibration. The patient was informed that recalibration was not necessary as the difference was within the acceptable margin of error. The patient understood and agreed to continue monitoring to ensure blood glucose did not decrease too rapidly. Follow-up indicated that blood glucose levels were trending downward and subsequently stabilized based on reported information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.